Event description:
Healthcare professional later confirmed rupture. Healthcare professional later reported "implant was high". Device has been explanted.

Event description:
Patient reported left side rupture and "lopsided". Healthcare professional later confirmed rupture. Healthcare professional later reported "implant was high". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6, visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ malposition: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side rupture and "lopsided". Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture and "lopsided". Device remains implanted.